Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be confirmed. Visual inspection acceptance criteria are ¿no loose foreign material when inspected at 1x magnification." No foreign material could be found in the device packaging when inspected at 10x magnification. Also, the package was in good condition with no defects of the peelable or terminal seal. Therefore, an assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery it was observed that there was black dirt and foreign matter in the sterile package of the cutter device. There was no patient involvement reported. There were no injuries medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.